Event description:
It was reported that the patient implanted with this electrode presented to the clinic with report of hearing beeping tones. Interrogation of the implanted device noted high out of range shock impedance measurements greater than 400 ohms and a flat line for sensing. Technical services (ts) discussed troubleshooting options. An x-ray was taken 4 days later and showed the electrode was fractured/completely severed. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 153 millimeters (mm) from the terminal end. Visual examination identified a puncture from some type of sharp instrument running through the fracture location. Detailed analysis noted evidence of melting on one cable, evidence of tension on another cable and evidence of wear on the remaining visible fractured portion of the electrode. The puncture was determined to have occurred from the outside. The root cause of the fracture was unable to be determined during laboratory analysis.

Event description:
It was reported that the patient implanted with this electrode presented to the clinic with report of hearing beeping tones. Interrogation of the implanted device noted high out of range shock impedance measurements greater than 400 ohms and a flat line for sensing. Technical services (ts) discussed troubleshooting options. An x-ray was taken 4 days later and showed the electrode was fractured/completely severed. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.